Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the instrument found no abnormalities. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a video-assisted thoracoscopic surgery (vats) thoracic procedure. The stapling device was being used to transect a vessel. The stapler did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. The problem occurred with one of the staplers. One stapler had an already fired (empty) reload attached to the stapler, so it is logical that it cannot be fired. The other one has a partially fired reload attached to the stapler. In order to resolve the issue and complete the case, opened another manual stapling handle and the vessel was sutured. There was no patient harm. The patient status is alive, no injury.